Event description:
A zoll pt service rep (psr), on her way to a pt fitting, contacted zoll customer support to report that there was a substance on the battery pins. Psr was issued a replacement battery.

Manufacturer narrative:
Device eval summary: device eval of battery sn (B)(4) has been completed. The reported problem (substance on pins) was confirmed. Upon receipt the battery pack was unable to power on a monitor and charge. Upon investigation there was liquid contamination in the battery, which damaged the pca and battery cells. The cause of the contamination was likely liquid ingress of an unk contaminant. No adverse events resulted from the defective battery. The psr received a replacement battery.